Event description:
This spontaneous case was reported by a (B)(6) and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomonal vaginitis, vaginal discharge, gravida ii, parity 2 and c-section. Concomitant products included diphenhydramine hydrochloride, naproxen sodium (aleve pm) and (B)(6). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("full back pain"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in december 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident and medically confirmed. Reporter information, patient demographics and essure removal details were added. Action taken with drug updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. A27191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomonal vaginitis, vaginal discharge, gravida ii, parity 2 and c-section. Concomitant products included diphenhydramine hydrochloride, naproxen sodium (aleve pm) and ibuprofen. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("full back pain"). The patient was treated with surgery (total abdominal hysterectomy with lysis of adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.